Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2015. The investigation included: method: DHR review. Review of complaint management database for similar complaints. Visual inspection. Results: the DHR pack appendix 1 was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: july 2014. No non-conformance reports were raised during the manufacturing process for this console. The complaint failure was initiated for a loose cable connection on the monitor; therefore a review of cam02 complaints was completed using the key word ¿connector¿ and ¿connection¿ in the search criteria. The review encompassed dates (B)(6) 2014 to (B)(6) 2015. A total of (B)(4) complaints were reviewed of which (B)(4) complaints contained the search criteria. Conclusion: the cam02 monitor was not returned to integra for failure analysis investigation and a service call to visit the facility has not been scheduled or completed. The product will not be returned; the customer has stated that the loose connections are not impeding the functionality of the units. Based on the additional information received from the reporter verifying the cam02 monitor will not be returned for evaluation, no further investigation can be completed.

Event description:
This is the third of three reports (same product ID, same reporter, different product serial numbers). The connections for the icp, ict, and/or the pmio's were loose. The camcabl and pmio cable were still able to fit into the connection and they all continued to function properly. No patient issues were reported. As per customer, the loose connections were not impeding the functionality of the units, hence the products will not be returned for evaluation.